Event description:
Customer reported low blood glucose of 43 mg/dl; customer drank orange juice and ate a peanut butter and jelly sandwich. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.